Event description:
Case (2/2): a hcp has been trialing surgiflo with thrombin in acdf cases. The hcp has completed 12 thus far. In two patients from the prior week, the patients have suffered swelling which the hcp deems abnormal. The only change to the hcp's usual technique has been to switch from floseal to surgiflo.